Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately 8 months ago. The aortic neck had an unknown diameter at the renal arteries and an angulation of 30-45 degrees anteriorly. Vessel morphology was reported as moderate tortuosity, no calcification, and there was an ectatic left common iliac artery. It was reported that approximately 1 month ago, a type I leak, caused by disease progression, was found at the distal end of the left contralateral limb. The physician elected to place three talent stent grafts to reline the contralateral limb and extend down to the external iliac artery. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: endoleak. Disease progression, moderate vessel tortuosity. Conclusion. Disease progression, moderate vessel tortuosity.